Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Note: manufacturer contacted customer in a follow-up call on 06-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated customer¿s condition improved and was no longer experiencing symptoms. The customer went to the hospital on (B)(6) 2020 and was diagnose with dka. She was admitted to the ICU and was on insulin drips and fluids. She was given lantus and humolog. The customer was discharged on (B)(6) 2020. The customer's mom confirmed the products are working and declined a replacement.

Event description:
Consumer reported complaint for e-5 display accompanied by symptoms. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dry mouth and frequent urination. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed. The test strip lot manufacturer¿s expiration date is 07/29/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.